Manufacturer narrative:
The device was received for evaluation. During functional testing, it was observed that device ¿intermittently lost power¿ when connected to a known good battery module. The cause was identified to be one battery contact pin was found depressed. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device intermittently lost power. No additional information is available.